Event description:
It was reported that during a laparoscopic hysterectomy, the tissue pad fell off of the device during the procedure. The tissue pad was retrieved from pt and a second device was used to complete case.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.